Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt hit her ipg site on a cabinet door when she bent over, and she subsequently lost stimulation. It was reported that the pt's programmer communicates with the ipg, but it displays the "stim off" message. The pt's charger was unable to communicate with ipg, and a replacement charger did not resolve the issue. F/u on the pt found that an x-ray was taken; however, it was undetermined whether the ipg had flipped at the pocket site. The physician stated that he plans to revise the pocket site if the ipg has flipped, or he will explant and replace the ipg. The procedure date has not been scheduled yet. No further info is available at this time.